Event description:
It was reported that catheter removal difficulties were encountered. The 70% stenosed, de novo, concentric, 45x12mm target lesion was located in the moderately tortuous and moderately calcified common iliac vein. After pre-dilating the lesion with a 12x40 mustang balloon catheter, a 14x60/9fr 75cm wallstent® endoprosthesis stent was selected and advanced to treat the target lesion. When the physician determined that the first position was not suitable, the physician attempted to pull back the delivery shaft but the stent was stuck; it could not be deployed or pulled back into the sheath. The physician maneuvered the device and finally was able to pull the stent into the sheath and remove the device. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the delivery system of the device was received for analysis. The stent of the device had been deployed and was not returned. A visual and tactile examination determined that the catheter was kinked 325mm distal to the t-bar connector. This type of damage is consistent with excessive force being applied to the delivery system possibly during the deployment of the stent. A visual and microscopic examination of the returned device confirmed that the stent cup was torn. This type of damage is consistent with the user experiencing difficulty during stent deployment. During the product analysis the investigator was able to resheath the device without any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 70% stenosed, de novo, concentric, 45x12mm target lesion was located in the moderately tortuous and moderately calcified common iliac vein. After pre-dilating the lesion with a 12x40 mustang balloon catheter, a 14x60/9fr 75cm wallstent endoprosthesis stent was selected and advanced to treat the target lesion. When the physician determined that the first position was not suitable, the physician attempted to pull back the delivery shaft but the stent was stuck; it could not be deployed or pulled back into the sheath. The physician maneuvered the device and finally was able to pull the stent into the sheath and remove the device. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.